Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received an alarm after battery change. Customer was not able to troubleshoot due to blank display. Customer mentioned that battery cap had a black circle in the middle of it and that insulin pump was dropped into the toilet a year prior to call. Customer's blood glucose was unknown. Customer was advised that battery cap would be replaced.